Event description:
A nurse reported that the vitrectomy probe cutter moved very slowly at the beginning of the procedure (settings were at 5000 cpm). As the procedure progressed, the cutter slowed to the point that it was "frozen". The probe was exchanged and the procedure was completed with no harm to the pt.

Manufacturer narrative:
A sample has been received for in house testing. A root cause has not been identified. (B)(4).